Event description:
An impella cp device was inserted via the right femoral artery in a 63 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage a. During support, there was concern for hemolysis based on hemolyzed laboratory values. Echocardiographic imaging confirmed appropriate pump position, and the patient¿s volume status was reported as adequate. In response to the suspected hemolysis, a reduction in pump performance level was planned. On the following day, the patient was escalated to impella 5.5 support and remained on support. While on support, the impella cp device was operating at performance level 9 with expected flows of 3.6 liters per minute. The purge solution at the time of the event was reported as unknown. The device was successfully weaned and explanted. The patient survived with no additional adverse events reported.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.